Event description:
It was reported while using bd plastipak¿ syringes the scale marking was illegible. This occurred 257 times. There was no report of patient impact. The following information was provided by the initial reporter: scale of the syringes is unreadable.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval, yes. D10: returned to manufacturer on: 19-sep-2022. It was reported the scale on the syringe was illegible. To aid in the investigation, two hundred fifty-eight samples and two photos were received for evaluation by our quality team. It was observed that two hundred eighteen of the received samples had some scale marking imperfections such as small or large breaks in some of the graduate lines, blurred print, or less than 50% missing print in some of the printed items on the syringe. However, such conditions are not affecting form, fit, or functionality of the syringe. Therefore, the observed conditions are conforming per product specification. On the other hand, the remaining forty samples of the received two hundred fifty-eight samples were observed to have severe scale marking defects such as light print density, missing print in more than four printed items, severe smeared print, or illegibly printed items. The defects were observed to be approximately in the middle of the syringes¿ printed scale. The first photo displayed one loose 10ml syringe with a severe scale marking defect. The defect was observed to be a missing print of more than half the printed scale marking. The second photo displayed three loose 10ml syringes in which one of displayed syringes was observed to have small breaks in some of the graduation lines and more than half of the print missing in some of that syringe printed items. Although the other two displayed syringes had some scale marking conditions such as small breaks, porous print, or slight missing print in some of the graduate lines, these conditions are still conforming per product specification. These observed defects are non-conforming per product specification and associated with the assembly process. This defect could occur if a component was inadvertently lodged inside an assembly dial via a machine jam that scraped the print off. A device history record review was completed for provided material number 300912, lot number 2084410. The review revealed visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 2084410 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. In-process inspections are performed every hour to evaluate for this type of defect, it is possible the barrel became dislodged in between inspection periods resulting in the condition being detected by the customer.

Event description:
It was reported while using bd plastipak¿ syringes the scale marking was illegible. This occurred 257 times. There was no report of patient impact. The following information was provided by the initial reporter: scale of the syringes is unreadable,

Manufacturer narrative:
Investigation summary: it was reported the graduation scale of the syringes is not readable. To aid in the investigation, two photos of 10ml syringes, material number 300912, were received for evaluation by our quality team. The first photo shows a loose 10ml syringe with a faded scale marking. More than half of the scale markings are faded or missing in this photo. The second photo shows three loose 10ml syringes with a partially faded scale marking, mainly between the 5ml and 8ml markings of the graduation scale. The scale marking defect is associated with the marking process. The conditions observed are non-confirming per product specifications. A device history record review was completed for provided material number 300912, lot number 2084410. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 2084410 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. These conditions are occurring at or below their expected frequency. Therefore, no corrective actions are required at this time. To date, there have been no other similar events reported for this lot. Based on the investigation, and with the returned sample analysis, the condition reported by the customer is confirmed.